Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the superficial femoral artery. Two command st 18 300cm guide wires were used however during advancement in the guiding catheter resistance was met and the polymer coating separated. The guide wires were removed without issue and the procedure completed using another guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.